Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize a filled cartridge during the load step, and the piston does not stop until the cartridge is empty. There is no additional information available at this time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6); 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred. During investigation, the pump emitted occlusion alarms during the prime step; the complaint could not be adequately investigated due to the occlusion alarms. Investigation revealed that the force sensor was out of calibration. Unrelated to the complaint, a u4 component on the pcb was found to be shifted.